Event description:
Revision surgery - the patient was suffering from a rotator cuff tear and instability following a total shoulder arthroplasty performed earlier this year. The implants were removed and a revision to reverse shoulder prosthesis was performed.

Manufacturer narrative:
The reason for the revision surgery was to remedy a torn rotator cuff after (B)(6) months of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the second complaint for this part number, one due to stability/poor joint issues. This is the first complaint for this lot number. The root cause for the torn rotator cuff was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.